Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same as MFR. #: 2134265-2009-01054. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The unspecified lesion was located in an unspecified vessel. The physician attempted to use a rotalink catheter with 1.25mm rotalink burr and rotawire to ablate the unspecified lesion, however, the "rota floppy wire separated inside the patient". The patient was sent to surgery. The patient's condition is unknown. Additional information has been requested but not yet received.